Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. The product specification states that no gap larger than 0.050 inches between exposed coil filers is allowed. The largest gap between filers observed on the exposed coil of the returned lead was 0.013 inches. This is not considered a lead failure and has no adverse effect on lead performance. An introducer insertion test was performed without difficulty or resistance. (B)(4)

Event description:
It was reported that during an implant procedure, the right ventricular lead coil appeared to have a void when viewed under fluoroscopy. The lead was removed and visually inspected by the physician; there was separation of the coils. Another lead was implanted. No patient complications have been reported as a result of this event.